Manufacturer narrative:
Patient information: no further information was obtained. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer observed falsely elevated architect ca 19-9xr results on multiple patient. The results provided were: on (B)(6) 2020 architect ca 19-9xr= 68.61 u/ml. On (B)(6) 2020 repeated result =92.81 u/ml. On (B)(6) 2020 repeated result =5.51 u/ml/another laboratory=10 u/ml. Another female patient on (B)(6) 2020 ca19-9xr results =77.72 u/ml. Repeated result=3.29 u/ml. Ca 19-9xr reference range =<37 iu/ml. There was no reported impact to patient management.

Manufacturer narrative:
Updated b5: on (B)(6)2020 additional information provided by customer: both patients not diagnosed with pancreatic cancer. Per the assay package insert, the intended use of this assay is an aid in the management of pancreatic cancer patients. The product was being used off label and no further evaluation is required. D4, updated lot number to 8021m800 from 07013m800.

Event description:
On (B)(6)2020 additional information provided by customer: both patients not diagnosed with pancreatic cancer. Per the assay package insert, the intended use of this assay is an aid in the management of pancreatic cancer patients. The product was being used off label and no further evaluation is required.